Event description:
The bur was released from the handpiece while being used in a procedure and landed at the back of the patient's throat. The patient coughed the bur up and the bur was recovered. There was no injury to the patient.